Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that the insulin pump had a black screen and could not get to turn on. Customer stated that pump is always using batteries and always wanting to calibrate. The insulin pump will not be returned for analysis.